Event description:
The reporter contacted animas on (B)(6) 2012 reporting the pump will not power on. The reporter stated that the battery was replaced twice yesterday. A replace battery alarm was emitted and the pump was not able to boot up since then. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(4):the pump powers on appropriately to the verification screen with functional auditory and vibratory alarms. A review of the black box showed a replace battery alarm and low battery warning on (B)(4) 2012 at 5:43 pm and a replace battery alarm on (B)(4) 2012 at 1:55am. The black box showed a replace cartridge alarm occurred on (B)(4) 2012 at 6:35pm that went unacknowledged until 9:00pm. The battery voltage at the time of the alarms was observed to be low, and a review of the black box indicated that a partially charged battery was inserted with battery change. The pump was exercised for 24 hours with no alarms or power issues occurring.